Event description:
The customer reported via phone call that the insulin pump alarmed low battery and depleted new batteries by the end of one week. The customer stated that the battery did not last longer than one week. The customer did not know the blood glucose reading. The customer noted that he works out in the cold with the insulin pump. He stated that, when he took the battery out, he had to reprogram the insulin pump. He stated that he had not kept the batteries in a cold environment and requested to replace the insulin pump. The customer was advised to revert to a back-up plan. He declined troubleshooting for the bad battery and battery out limit alarms he received. The customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The failed battery test, battery out limit alarm and low battery alarm could not be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker.